Manufacturer narrative:
Device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose ranged from 126-127 mg/dl.